Event description:
Customer alleges discrepant results with pt's inratio meter compared to nurse's inratio meter: date: (B)(6) 2011, pt inratio: 1.1, retest pt inratio: 1.5. Date: (B)(6) 2011, 1.1, nurse's inratio: 1.9. Caller (pt's nurse) did not know lot # pt used on (B)(6) 2011. Pt's nurse performed tests simultaneously on (B)(6) 2011. Nurse believes that her meter is more accurate because it has been correlating well with lab comparisons.

Manufacturer narrative:
Investigation pending.